Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient had atrial fibrillation events due to loss of capture, varying p wave sensitivity, and increase capture threshold on the atrial lead. A fluoroscopy was completed to reveal the atrial lead had dislodged. The lead was capped and replaced on (B)(6) 2021. The patient was stable.